Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left anterior descending artery. A 24x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent struct was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patent was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left anterior descending artery. A 24x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patent was stable. It was further reported that the complaint device was a 28 x 2.50 promus premier drug-eluting stent and not 24x2.50mm promus premier stent that was previously reported.

Manufacturer narrative:
(A2) age at time of event: 18 years or older (d4) model number corrected from 9551 to 9552. Lot number corrected from 0024135981 to 0024077972. Catalog number corrected from 9551 to 9552. Expiration date corrected from 07/10/2021 to 06/26/2021. Unique identifier (UDI) # corrected from (B)(4). (H4) device manufacture date corrected from 07/11/2019 to 07/09/2019.